Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Concomitant medical product- liner, catalog#: 00631005032, lot#: 61587418; head; catalog#: 00801803201; lot#: 61647975. Reported event was unable to be confirmed due to limited information received from the customer. Device history records review could not be performed as the product information is not available. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03603, 0002648920-2017-00352. - (B)(4).

Event description:
It was reported that the patient was revised approximately six years post-implantation due to corrosion, mechanical wear and positive mars.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product- liner catalog#: 00631005032 lot#: 61587418, head catalog#: 00801803201 lot#: 61647975, cup catalog#unk lot#:unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately six years post-implantation due to corrosion, mechanical wear and joint effusion.